Event description:
CT guided lung biopsy with trocar properly placed and 2 samples obtained. Attempted 3rd sample - the biopsy needle jammed within the trocar and could not be removed (significant resistance). Trocar/biopsy needle removed as a unit due to fear of fragmentation/fracture. This is second time within last 2 days this has happened. No injury to pt but could not get add'l samples for biopsy. Device returned to vender rep.